Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
The lay user / patient contacted lfs on (B)(6) 2011 alleging that the literature on how to use the meter is not comprehensible. The patient mentioned that the alleged issue began on (B)(6) 2011 at 9:00am. Due to not comprehending the fold out guide on how to do a blood test the patient developed symptoms of feeling shaky and anxious. The patient did not seek any medical attention due to the alleged issue or self-treat. The guide was in english and the patient speaks english. The cca explained the proper procedure to the patient and the alleged issue was resolved over the phone. The complaint is being reported since the patient alleged that she did not know how to use the meter even after reading the guide, was unable to test and later developed symptoms suggestive of a serious injury.